Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. This resulted in a blood glucose (bg) greater than 500 mg/dl. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.